Event description:
The procedure was a laparoscopy. Reportedly, after the trocar insertion through an umbilical incision, an iliac artery was lacerated. A laparotomy was performed. Pt outcome is unknown.